Manufacturer narrative:
A ge rep evaluated the system and replaced the motion control cpu. System operates as intended.

Event description:
Customer reported the table will not function. No pt injury was reported.